Event description:
It was reported that the patient experienced a "cannula mechanism issue," indicating a needle mechanism failure occurred at pod activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Additional information provided during follow up call on 17jun25. Update to section b5 - describe event or problem.

Event description:
It was reported that the patient experienced a "cannula mechanism issue" where the cannula had fully deployed. No adverse patient impact was reported.